Event description:
It was reported that after resolving the c arm feme issues, significant difficulty was encountered during the merge, once the merge was successfully completed, the robot struggle to lock down. After eventual lock in, the system was unable to reach the planned trajectory. Throughout the case, the robot was rebooted, settings reset multiple tines, and windows crashed.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case was completed with no adverse effects to the patient reported. Purpose of this investigation is to evaluate the risk associated with the identified failure mode of "navigational integrity. It was reported by a globus medical representative that an system malfunction was observed during the case. This evaluation has been associated with wo-19461. Any applicable parts will be returning to the methuen imaging, navigation & robotics (inr) site and processed per wi-bs-0031 nonconformance work instruction. A root case investigation was performed and found the issue with merging and the inability to navigate after the merge is due to the image being inverted prior to the merge. The image was flipped prior to the merge by the user clicking the ap/pa button, which flips the orientation of the detector when calculating the registration. This caused the resulting reported failure for the user. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.